Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to an internal production fault. This unit had been reworked from moog to micronel vents in production. As patch 16 was put on hold, the software was downgraded to v6.0.1200.0 prior to shipment to the customer. Most likely the blower type change is not saved during production, as patch 12 / 13 was not yet even able to handle moog blower type, it was then undetected until the customers updated to patch 16. As a resolution, vyaire medical technical support representative went on site to check the unit and investigate the issue. Reconfigured the blower type to micronel and the issue resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A field service representative (fsr) went on-site and confirmed the unit issue. Fsr changed the blower configuration to micronel u65h4 and completed blower reference calibration and it resolved the leak alarms issue. Proceeded with checkout, he noticed that the volume control ventilation (vcv) mode was available, disabled mode. Completed circuit and o2 (oxygen) calibration ran for performance check, unit passed all test and runs according to OEM (original equipment manufacturer) specifications. Furthermore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us having 401- inspiration valve or device leaky alarm after start up, after patch 17 install. There was no patient reported associated with this event.